Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high and low blood glucose on (B)(6) 2017. The customer¿s blood glucose was 473 mg/dl at the time of the incident. The customer¿s current blood glucose was 109 mg/dl. Customer stated she double dosed herself. Customer was wearing the pump at time of hospitalization. Customer was treated in hospital. Customer stated that the drive support cap was normal. The insulin pump will not be returned for analysis.